Event description:
The user facility reported a 50-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump was accidentally pulled into the aorta during repositioning attempts. Reinsertion attempts were unsuccessful and the decision was made to take out the 5.5 and re-gain ventricular access with mpa catheter and wire. Access gained again and the 5.5 pump was re-implanted successfully. As support continued, it was also documented that the patient experienced several ventricular tachycardia events. The medical team was concerned it was related to impella position. Bedside echo was performed with ultrasound and 5.5 was measured to be 6.1 cm. The medical staff pulled back the impella 1 cm using us guidance. Support was maintained throughout the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vf/vt/af/at and positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was most likely use related, as the impella was noted on ECMO to be flipped toward posterior wall and accidently pulled into the aorta with failed reinsertion efforts as per the clinical description provided. The root cause of the vf/vt/af/at issue was most likely patient condition related, as the vt/vf occurred during the placement/repositioning of the impella as per the clinical information provided. This report is being filed as part of a retrospective review of historical records. H4: device manufacture date corrected